Manufacturer narrative:
During follow up with the customer, it was reported that the display would be upgraded to the second-generation display. The customer contacted a philips remote service engineer (rse) and reported that during the upgrade, they were having issues with the switch pcba (printed circuit board assembly) cable, and that it was not fitting properly. The cable does not connect with the switch pcba. During troubleshooting with the customer, the rse informed the customer that the wrong cable was being used. The switch pcba cable does not change with the upgrade and can be reused from the first generation. It was noted that the cable to the user interface (ui) assembly and the lcd (liquid crystal display) is different. The customer then verified the information and was able to connect the cable properly. The customer is still in the processing of completing the repair, and the resolution is pending.

Manufacturer narrative:
The customer reported that the display was replaced with a second-generation version, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a black screen. The customer reported that the device is operating fine, but there was no display. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted the customer's v60 ventilator with a black screen. The rse provided the customer with the part numbers for upgrading the display to a second-generation lcd (liquid crystal display). The customer was also informed that they could replace the user interface assembly.